Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event; the laser was successfully verified prior to and after the treatment. No technical root cause was identified as the product was found to be within specifications. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A facility representative reported a patient with a significant amount of dryness one week following lasik treatment; the patient had clear corneas prior to treatment. The patient reports blurry vision and that she does not see well enough to do daily activities due to symptoms. Upon additional follow up it was reported the patient has been put on a liftegrast ophthalmic solution, preservative free artificial tears and ointment, fish oil and had punctual plugs placed. The patient has declined additional prescription medications and will continue to be monitored. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.